Event description:
Patient presented to the physician with redness and swelling at the chest and neck incision sites. Upon examination, the physician observed the device eroded through the skin at the chest incision site with yellow fluid drainage from the wound. Physician brought the patient into the or, removed the ipg, sensing lead, and a portion of the stimulation lead, placed a drain, and closed the incision. The patient was prescribed a 10-day course of antibiotics postoperatively.